Manufacturer narrative:
This supplemental report is being submitted to provide updated fields and final investigation results. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned for evaluation and the customer's allegation was confirmed. The scope mount was bent, and it is likely that the scope mount does not work properly and the rotation of the scope mount was defective. Because the scope mount was bent, it is likely that it cannot be connected properly causing the optical axis to be misaligned. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the performance of this device. This report will be supplemented if additional information becomes available at a later date.

Event description:
It was reported for the camera head the image was not displayed in the center of the monitor due to the defective rotation of camera head. The issue occurred during a diagnostic procedure, observation inside the nasal cavity. The procedure was completed with 5 minutes of delay. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported for the camera head the image was not displayed in the center of the monitor due to the defective rotation of camera head. The issue occurred during a diagnostic procedure, observation inside the nasal cavity. The procedure was completed with 5 minutes of delay. There were no reports of patient harm.